Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor was de-cased and visual inspection was performed. No issues were observed. Extended investigation was performed upon the returned sensor and did not observe any evidence of misuses or abnormalities. The patch data was extracted. The returned patch was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the accuracy test of the returned patch's reading. No significant inaccuracies were observed. No other issues were identified. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on return sensor and no issues were observed. A further extended investigation was performed. A visual inspection was performed using a microscope on the returned sensor's (pcba) printed circuit board assembly; no indications of damage or corrosion was observed. The puck's data was extracted and examined for potential sensor data corruption or irregularities in glucose readings. No anomaly was detected. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. Data analysis is consistent with the removal of a properly applied and functioning sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. A system measurement unit (smu) test was executed to assess the functionality of the returned puck and verify the accuracy of its readings. The returned puck transitioned to state 4 (active paired), indicating it had entered a normal operational mode and was fully functional. Electrical current measurements were found to be within specified limits, confirming the absence of accuracy issues. Additionally, a poise voltage test was conducted, and the voltage was measured within the yielding results specification. This indicated no problems with the electrical signal lines critical to the glucose reading process. A sensor thermistor test was performed. The results revealed that the temperature difference between the puck and the ambient environment was within the acceptable limits, confirming the proper functionality of the puck's thermistor. The reported field event of low sensor readings was not confirmed. The sensor data analysis did not indicate any anomalies or errors. The results from the smu test confirmed that the sensor electronics were operating correctly. Therefore, this issue is not confirmed. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Additional information was updated in b5 to include the comparison device type as well as the results, length of sensor wear, and specific zone. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received lower sensor scan results of 51mg/dl, 81mg/dl, 121mg/dl compared to readings of 156mg/dl, 130mg/dl, 145mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.